Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was used during product testing performed on (B)(6) 2017. According to the complainant, when they plugged the fluid management kit, the controller prompted a faulty pressure sensor. There was no patient or procedure involved.